Event description:
It was reported, the patient experienced pain. The catheter migrated/dislodged, the distal segment of the catheter pulled out of spine. Diagnostics included x-rays and dye study. The catheter was replaced. The patient status at the time of the report was noted as a live, no injury. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(6).